Event description:
It was reported the patient's pump "automatically" turned off upon waking up in the morning. The patient went to the hcp to have the pump turned back on. No symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.